Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, the device had cuff leak requiring increasing cuff pressure over time to maintain seals. It was reported that the cuff pressures reached 40cm h20 but cuff still not sealing and caused tracheal dilation and increased aspiration risk. The customer reported that the patient required re-cannulation.